Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event where the inset catheter had snapped off on (B)(6) 2025. Infusion set was used for 2-3 days. The insertion site was the abdomen/leg. Blood glucose level was 400 mg/dl at the time of the event. No further information available.

Manufacturer narrative:
The information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula dislodged from tissue during use. The batch 6011175 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6011175 were previously tested in complaint (B)(4) on 26/may/2025. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6011175 was manufactured according to the wi 4905082 version 75 and packaging in the line 5, on 31/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 28/may/2025 against malfunction code soft cannula dislodged from tissue during use and lot 6011175 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.